Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported the "electricity" the patient was referring to was the stimulation sensation that the patient felt in their knees. Stimulation was not supposed to be felt in their knees, but was supposed to be felt in the patient's back. There was no reported change in device programming. The patient was in the process of reprogramming the device to relieve back pain. No further complications were reported.

Event description:
Information was received by a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain and chronic low back pain. It was reported that since implant the ins has not been working right for the patient. The patient has not been getting therapeutic benefit. They have been able to increase the voltage to 1.4 volts but anything above that sends electricity/stimulation down both of their legs. They were redirected to the doctor for reprogramming and a manufacturer representative (rep) was notified to schedule an appointment with the patient. No further complications were reported or anticipated.